Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the unit works fine but none of the lights on the control panel were functioning including the battery indicator.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the unit had a pinched control panel, causing the lights not to function, which confirmed the original complaint issue.

Event description:
The dealer stated that the unit works fine but none of the lights on the control panel were functioning including the battery indicator.